Manufacturer narrative:
Insulin pump has moisture damage was found on keypad traces. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that she was unable to get her insulin pump to bolus. Customer stated that the act button was unresponsive. Customer's current blood glucose reading is 164 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.